Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed low impedance on the left ventricular lead. The asymptomatic later presented to the clinic and x-ray imaging showed possible insulation abrasion. All electrical values were normal. The lead was reprogrammed and the patient would continue to be monitored.